Event description:
Rptr claims device reading higher than it should. Device reading of 58 mg/dl. Pt went into insulin shock. In ER reading was 20 mg/dl (unknown device). Pt given IV glucose and admitted for 24 hrs. Controls run were within range.